Manufacturer narrative:
The treatment provider alleged by the patient was contacted on 21-nov-2019 and it was alleged that the patient could not be identified per review of treatment records. The practice alleged that treatment records older than one year are not available; therefore, no details were provided regarding this patient's treatment. The patient alleged being treated behind the ear which is an off label application of the ulthera device. Treatment of this off label area was not confirmed by the treatment provider as no details were provided regarding the patient's treatment. The investigation found that there are not enough details to confirm whether an ulthera device malfunctioned. It is not confirmed whether an ulthera device caused or contributed to the event. However, a contributory role to the treatment with ulthera system cannot be excluded with certainty. A review of the practice's equipment identified the ultherapy system control unit owned by the practice. An evaluation of the device history records (DHR) found no non-conformances associated with the manufacture of this device. Two deviations and one rework were identified; however, it is not suspected that either deviation or rework would have impacted the reported issues of a bruise, facial spasms, or tinnitus. All required testing was passed prior to distribution of this device. A review of the ultherapy patient complaint trend analysis revealed that the reported issue of bruise was within allowable limits and will continue to be monitored. An evaluation of the ultherapy patient complaint trend analysis revealed that the reported issue of tenderness/soreness/pain/sensitivity to touch exceeded the allowable rate of occurence and a CAPA was opened to investigate. An evaluation of the ultherapy patient complaint trend analysis revealed that the reported issue of "patient other" exceeded the allowable rate of occurrence and an internal investigation was opened. An evaluation of the ultherapy patient complaint trend analysis revealed that the reported issue of palsy or paresis revealed that the average rate of occurrence was not high enough to generate a trend and will continue to be monitored. No additional information is available at this time. If additional information is received, a supplemental medwatch will be submitted.

Event description:
Merz/ulthera received a report from a patient via phone call on 19-nov-2019 regarding an adverse event experienced following her ulthera treatment that was performed in (B)(6) 2017. The patient alleged that she experienced painful bruising on her face immediately after treatment which has since subsided. The patient also alleged that she was treated behind the ear, which resulted in the patient experiencing an immediate ringing sound. The patient alleged that she now has tinnitus and facial spasms which have persisted since her ulthera treatment. No additional information is available at this time.